Manufacturer narrative:
As the affected device was not returned to edwards lifesciences for evaluation, the investigation was limited to review of DHR, review of physician training and IFU for commander delivery system, review of complaint database for similar/other complaints, review of lot history, and manufacturing mitigations. The most relevant work orders for the failure mode reported in this complaint did not reveal any issues that have contributed to this complaint. No IFU/training deficiencies were identified. Review of complaint history from (B)(6) 2015 to (B)(6) 2016 revealed similar returned complaints for a torn balloon for the edwards commander delivery system (all sizes), but the occurrence rates for torn balloon for the commander delivery system did not exceed the (B)(6) 2016 control limits for the trend category 'damaged'. Review of lot history for the affected work order did not reveal any other complaints for "balloon- torn". During delivery system manufacturing, the balloons are 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.5x magnification. The crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID, and wall thickness. It is also 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. The inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg ID, and double wall thickness. It is also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow's feet, gel spots, fish eyes, and scratches. During manufacturing, the delivery system undergoes multiple inspections related to balloon torn. The inflation balloon was inspected visually for contamination. It was also inspected dimensionally throughout the production of the balloon. The crimp/inflation balloon bond is inspected under 2.85x magnification for smoothness and bond gaps. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distorted/pinched folds. The fully assembled commander delivery system was visually inspected for manufacturing defects. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure testing and inflation balloon to crimp balloon bond strength testing were performed on finished devices under a sampling basis during product verification testing during product verification (pv) testing balloon burst pressure testing after 10 -cycle fatigue was conducted and met statistical acceptance criteria, as the l tl (lower specification limit) was above the lower specification limit (lsl). The inflation balloon to crimp balloon tensile test met statistical acceptance criteria. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device or applicable photographs (relevant to the complaint) not being returned for evaluation, the complaint for "balloon - torn", was unable to be confirmed. Review of available information and complaint history provided no indication that a manufacturing nonconformance contributed to the complaint. No deficiencies were identified in review of relevant manufacturing mitigations and IFU/training materials. Without the device returned for (visual inspection, functional testing and dimensional analysis), a definite root cause for the event was unable to be determined. Since no manufacturing non-conformances were able to be identified, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. In addition, since no product non-conformance was confirmed, a pra is not required. The complaint for "balloon torn" was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing non-conformities contributed to the complaint event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed the may 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26mm sapien 3 valve with a commander delivery system via venous approach in the tricuspid position, an important leakage was observed on the commander. The valve did not inflate, and the balloon was observed to be was torn after removal. They had to retrieve commander with the retained crimped valve into the esheath and prepare another sapien 3 with which they were able to successfully accomplish with a good result.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 26mm sapien 3 valve with a commander delivery system via venous approach in tricuspid position, an important leakage was observed on the commander. The valve did not inflate, and the balloon was observed to be was torn after removal. They had to retrieve commander with crimped valve into the esheath and prepare another sapien 3 with which they had no problem and a good result.